Event description:
It was reported that the hcp was unable to do a pump refill with the patient. The hcp stated that "no puncture was successful." It was noted that the patient was obese; the pump was implanted at approximately a 3 cm depth. It was confirmed that the refill template was used for the attempted procedure. The medication was naropin. The patient was referred to another physician.

Manufacturer narrative:
(B)(4).